Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation flashing medtronic logo was noted. After multiple attempts to download, medtronic logo persisted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroded electronic assemblies, motor flex connector gold traces, keypad flex connector gold traces, force sensor gold traces, and lcd flex connector gold traces causing an electrical short. Isolate to electronic and motor assembly. Unit also received with cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. In summary, customer concern for flashing medtronic logo was confirmed. After deconstructive analysis, it was determined that flashing medtronic logo was triggered by corroded electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.